Event description:
Severe corneal pseudomonas infection secondary to contact lens use. Pt utilized ciba aquify multi-purpose solution for cleaning. Diagnosis or reason for use: contact lens disinfection. Event abated after use stopped or dose reduced: yes.